Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during surgery when the doctors opened the package , the implant inside was prgl-0006 lot 1576132. Did not match the package description 3787-1350 lot 1565902159842. Sales personnel have temporarily taken the same model product and continued the surgery that caused the anesthesia time to extend and surgery time extended greater than 30 minutes.